Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. The lens haptic broke off and caused the capsule to tear. The lens was removed and a vitrectomy was performed. The iol injector and iol injection cartridge, model and lot numbers unk.